Manufacturer narrative:
H3, h6 - non-destructive visual evaluation was performed on the 88-4602 pfc tibial insert. The ultra high molecular weight polyethylene insert was revised because of pain and was received as three separate pieces. The articulating surfaces of both condyles of the insert showed areas of cracking, pitting, delamination, burnishing, and amber discoloration. The medial condyles was more heavily worn and was the source of the two additional pieces which were received. The interior side of the insert had burnishing over most of the surface. In summary, during knee revision surgery, a worn pfc tibial insert was replaced. There were no apparent material or mfg defects noted on this component.

Event description:
Knee revision surgery performed due to pain and catching/locking of the subject tibial insert component.